Event description:
Caller reported that their pump screen was dark and wouldn't turn on, with a red led blinking around the button, and the pump vibrating at regular intervals. There was no reported impact to the customer's blood glucose level. Customer resolved the issue by using multiple daily injections as a backup therapy.